Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) with an unexpected outcome. The surgeon feels that the a-constant used was not accurate due to his error. Additional information was requested. Additional information was provided by the surgeon that the patient experienced poor, blurry vision, and that the lens has been exchanged for a different lens model. The doctor mentioned to the account manager that the event may have been due to the a-constant (119.1) used, which is labeled. The symptoms have not resolved.